Event description:
It was reported on (B)(6), the patient has difficulty in infusion, PICC tube placement, tube placement process found that the catheter in the withdrawal of guidewire resistance, trimming the catheter discarded part of the catheter is easy to pull off. No injuries have been caused. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter tubing breaking easily is inconclusive due to the state of the returned sample. Eleven pieces of at least two 4 fr single lumen powerpicc catheters and one video clip were returned for evaluation. An initial visual observation showed no use residue on the returned samples. The break sites of each of the catheter segments were observed to be straight and even. Tensile weakness was observed in many of the catheter tubing pieces, especially the largest of the returned pieces. Tensile force was applied to three of the catheter segments by hand and each segment was found to be able to stretch a small amount but not break. The returned video showed two catheter pieces being stretched. One catheter piece was observed to stretch and whiten, but it did not break. The other catheter piece was observed to stretch and whiten and then break, seemingly easier than the other catheter piece. While the returned video did show a piece of catheter tubing breaking, the tensile strength of the returned catheter pieces could not be accurately tested due to their returned state. Additionally, it could not be determined if the tensile strength of the catheter(s) were affected by an exterior source such as previously applied excessive tensile forces or exposure to incompatible chemicals. This complaint will be recorded for future trending and monitoring purposes.